Event description:
In situ measurements from (B)(6) 2022 show an increased gpi value. Re-implantation is considered but no date is scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance with the device is affected. Re-implantation was done on (B)(6)2023.

Manufacturer narrative:
Additional information: based on the received information from the field, a damage to the reference electrode seems likely. However, to determine an exact root cause, device investigation at the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Conclusion: device investigation revealed a technical failure of the reference electrode which explains the reported issues. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The hearing performance with the device is affected. Re-implantation was carried out on (B)(6) 2023.

Manufacturer narrative:
Additional information: based on the received information from the field, a damage to the reference electrode seems likely. However, to determine an exact root cause, device investigation at the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The hearing performance with the device is affected. Re-implantation is considered and was planned to take place in (B)(6) 2023. However, no date for surgery was provided.

Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by an external impact, was determined to be the root cause of the reported problem. Other damages found during device investigation are most likely related to the explantation surgery. The investigation results seem to be consistent with the problems mentioned in the recipient report. This is a final report. This is a correction of the conclusion.

Event description:
The hearing performance with the device is affected. Re-implantation was carried out on (B)(6) 2023.